Manufacturer narrative:
Findings: unit received with blank display due to open traces of lcd driver on lcd board. Unable to perform current test or verify alarm anomaly and unexpected restart alarm due to blank display. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 263 mg/dl. The customer stated that after putting the new battery cap, noticed that screen was out on the pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.